Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of a sub-acute type b aortic dissection using a conformable gore® tag®thoracic endoprosthesis. To ensure the sufficient proximal landing zone, the device was deployed by aligning the proximal radiopaque gold band just below the left subclavian artery. After the placement, it was identified that the left upper limb systolic blood pressure dropped, and the angiography confirmed that the ostium of the left subclavian artery was completely covered by the device. As treatment, an epic vascular stent was implanted in the left subclavian artery with its edge slightly exposed into the aortic arch. The blood flow to the left subclavian artery was recovered and the procedure was continued. The patient tolerated the procedure. The physician commented that the unintentional obstruction of the left subclavian artery was caused by the sleeve.